Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a generator change-out for eri, the device was unable to be interrogated and a note saying that a programmer was required was observed. The device was explanted and replaced on the day of the procedure.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. The low battery voltage was due to normal battery depletion. The device was tested on the bench and no anomalies were found.